Event description:
It was reported that an ilet user experienced a glucose value of approximately 391 mg/dl during a firmware update interaction after consuming breakfast without announcing the meal, despite prior guidance from their healthcare provider to begin meal announcements; education was provided on using meal announcements to reduce postprandial hyperglycemia, and the user chose to proceed with the update despite being advised to wait until glucose returned to normal. Symptoms included no reported clinical symptoms associated with the elevated glucose. Outcomes included a high glucose event without hospitalization. Investigation included customer interview, review of use conditions, and troubleshooting and education. Investigation of this case revealed user-induced hyperglycemia associated with a missed meal announcement, with no evidence of device malfunction or component failure. It was concluded, based on previously established findings for similar reports, that the cause was user not following instructions for use regarding meal announcements.

Manufacturer narrative:
Initial.